Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypad was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.